Event description:
It was reported two (2) ischemic strokes occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). After an unreported time interval post discharge, the patient experienced two (2) ischemic strokes. No further information on the status of the patient is available.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.

Manufacturer narrative:
B5 event description correction.

Event description:
It was reported two (2) ischemic strokes occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). After an unreported time interval post discharge, the patient experienced two (2) ischemic strokes. No further information on the status of the patient is available. It was previously reported that ischemic strokes occurred. It has been further reported the strokes were not ischemic but hemorrhagic in nature.